Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ll vlv adpt(stand alone) was damaged. The following information was provided by the initial reporter: on (B)(6) 2021, when preparing to give infusion to the patient, opened the sealed needle - less infusion connector. When the joint was about to be used, the retraction was found, and the needle free sealed infusion joint was replaced immediately.

Event description:
It was reported that ll vlv adpt(stand alone) was damaged. The following information was provided by the initial reporter: on (B)(6) 2021, when preparing to give infusion to the patient, opened the sealed needle - less infusion connector. When the joint was about to be used, the retraction was found, and the needle free sealed infusion joint was replaced immediately.

Manufacturer narrative:
H.6. Investigation: a 2000e china product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 19105933. No further information was available to assist the investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 19105933 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.